Event description:
It was reported that an electrode array migration occurred and that 3 electrode contacts were extra-cochlea. It was observed intra-operatively that the electrode was completely outside the cochlea. No insertion was done as damage was present on the silicone coverage.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. According to the patient report , the active electrode had migrated partially out of cochlea (3 channels out of cochlea). A full insertion of active electrode was achieved at initial implantation. During revision surgery the surgeon noticed that the electrode was completely out of cochlea, possibly pulled out inadvertently during the revision surgery. Therefore he decided to re-implant the patient with a new device. This is a final report.

Event description:
It was reported that the patient experienced a loss of performance, due to an electrode array migration with 3 electrode contacts extra-cochlea. A complete insertion was achieved at implantation surgery. During revision surgery, it was observed that the electrode was completely outside the cochlea, possibly pulled out inadvertently during the revision surgery. Reinsertion of the electrode was not carried out as damage was reportedly present on the silicone coverage. The patient was re-implanted with a new device.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.